Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp support ongoing for a patient admitted in acute myocardial infarction cardiogenic shock. The pump lost the placement signal but would return at certain p levels but the p level was not appropriate for the patient. The pump was explanted and extracorporeal membrane oxygenation replaced. The procedural outcome was the patient survived the explant.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. The impella cp returned for evaluation. Upon visual inspection, no biomaterial or kinks in the catheter were observed. Optical parameters were checked in lab and all were within range. The pump passed the laser continuity test. Data logs were reviewed and long term log showed placement signal not reliable (psnr) alarms being triggered at the beginning of the case. The alarms were resolved when the pump was turned down to lower p-levels. Increases in placement signal occurring with higher p-levels. Optical parameters during case were all stable except signal-to noise ratio (snr) was low when the placement signal was spiking and psnr alarms were triggered. Snr was able to return to normal range at lower p-levels. Mean flow was trending down throughout case. Multiple suction alarms were noted in the second half of the long term logs. Clinical details noted that psnr alarms were occurring at p-levels higher than p-6 and were able to be resolved at lower p-levels. However, lower p-levels were unable to support the patient. The root cause of the optical signal issue was most likely patient condition related. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-21514 was submitted in accordance with updated procedures.